Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent a revision procedure wherein the ipg was replaced with an MRI compatible ipg. The explanted device will not be returned. No device malfunction suspected.